Manufacturer narrative:
Pt demographic unk. Medtronic rep rebooted system and was able to get system working as intended and surgeon finished the procedure without issue. No impact on pt outcome reported.

Event description:
Medtronic rep reported that the site was unable to navigate tip projection in trajectory views in synergy spine 1.7. Checked the settings to ensure the correct projection was selected. (B)(4) rep said it still did not work, (B)(4) rep exited and re-entered the software. This resolved the issue and allowed the surgeon to see the tip projection under the trajectory views.